Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 600mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus and manual injection. Tandem technical support commenced conducting system check. However, the customer declined to continue to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.